Event description:
The patient experienced intermittent stimulation. There was no known accident or incident related to the event. It was noted that the patient programmer confirmed that the stimulation was on, but the patient was unsuccessful when she tried to adjust the stimulation and the patient programmer appeared to turn off during use. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.